Event description:
It was reported that when bag was deployed the surgeon attempted to close the bag with the suture. The information provided suggests that the surgeon followed the "endo catch" steps instead. Subsequently, the rim broke when pulling suture strand to close bag. Surgeon was able to retrieve rim and bag with specimen. No consequences to the patient were reported.